Event description:
Review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was missing the trunk cable connector locking nut. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt trunk connector housing was broken. The connector locking nut was cracked, which would not properly secure the belt in the monitor. The root cause for the cracked locking nut was not positively identified, but was likely due to excessive force. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective connector. The last pt to use this electrode belt did not report any deficiencies.